Manufacturer narrative:
(B)(4). Date sent: 7/1/2021. D4: batch # t5dn7g. H6: component code =g07. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the anvil, closure and fired trigger in the closed position and with tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. Further analysis shows a damage (crack) on the shroud of device. During the mechanical testing it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the damaged on the shroud. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No, not on tissue. According to the hcp the device was hard to close when going in to the trocar. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? No information. Did the jaws eventually open? No information.

Event description:
It was reported that during a lap nephrectomy, when closing the handle, the device was hard to close and the device is almost separated. When firing, the handle got stuck and it´s not possible to fire. The handle is not able to open when taking out from the patient. The surgery was delayed 10 minutes. There were no patient consequences.